Manufacturer narrative:
The device was returned and the additional evaluation findings were as follows: light cover glass adhesive was pitted, optical cover glass adhesive was pitted, distal end cap leaking, distal end adhesive was lifted and a control body air/water housing failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had a white crystalized foreign material (believed to be simethicone) in the air/water channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, the following correction: (b5) it was inadvertently omitted that the reported issue was found by olympus during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the foreign material was a type of simethicone (an anti-foaming agent used to reduce bloating, discomfort or pain caused by excessive gas), however, we could not identify the material any further. Due to leakage from the probe cover identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.